Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set was leaking insulin. The customer stated that the insulin was leaking out of the insertion site. Blood glucose level at the time of the incident was 68 mg/dl. The customer will not return the device for analysis.